Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient received inappropriate shocks, and the device exhibited t-wave oversensing and elective replacement indicator (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.